Manufacturer narrative:
The oad was received at csi for analysis, engaged on the guide wire. A visual examination confirmed that the driveshaft was fractured at the proximal edge of the crown. The guide wire was removed from the oad without resistance and passed through the remaining driveshaft and handle assembly without issue. Driveshaft flexing at the weld location can initiate a fatigue failure, and although scanning electron microscopy analysis could not conclusively determine the cause of the driveshaft fracture was fatigue, possible fatigue striations were identified. When tested for functionality, the oad operated as intended. At the conclusion of the device analysis investigation, the report that the device became stuck on the wire was not confirmed as the guide wire was able to be removed from the oad without resistance. The oad fracture event was confirmed, and it was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, however the exact root cause of the fracture was undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of the left circumflex (cx) and left main (lm) arteries. Distal to proximal treatment was performed to the lm. The diamondback coronary orbital atherectomy device (oad) stopped spinning after the third treatment pass in the cx, due to the steep angulation and calcification of the artery. The viperwire guide wire was observed to be near the tip bushing and crown area. The oad and wire were removed and balloon angioplasty and stent placement was performed. Examination of the oad outside of the patient's body revealed that the tip bushing and crown were detached from the driveshaft and remained on the guide wire, which was stuck in the device.